Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that insulin was leaking inside the reservoir compartment. It was reported that this occurred twice in the same week. Customer reported that they woke up and realized their blood glucose readings were high and there was a leak past the second o ring. Air bubbles were also noted in the reservoir. Customer's blood glucose reading at the time of the call was 250 mg/dl. No further information reported.